Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, thermal and zebra label printer did not work. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the thermal and zebra label printer did not work. A technical support specialist checked that the remote smart service was online, and logged in as cfn admin, reviewed and followed the relevant knowledge article, verified that the zebra printer was online, noted that the fujitsu printer was not set as the default and corrected this, reconfigured the zebra printer settings according to the knowledge article, "resolved issue - non specific resolution" , checked and confirmed all settings, sent a test print page twice with successful results, restarted the print spooler service, observed that the station central processing unit uptime was 5 days and rebooted the station back to cfn application, and reconfigured the printer settings again under cfn app to resolve the issue. The customer confirmed that both the printers were operating successfully. The system functioned as intended after the technical support specialist troubleshot the device.